Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (Initial reporter address): (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, the trapezoid rx basket was used in an attempt to crush a big stone. However, the handle detached from the working length of the device. Reportedly, the stone slid out of the basket when the basket was successfully removed from the patient with the scope. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.